Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported right side "contractions, lumps (going to get autopsy), pain." The event of "lumps" is not related to device. Additionally, patient reported "capsular contracture upon examination, implants recalled and correlating with alcl." Device remains implanted.